Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notifications were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a servicing failure which correlates to the customer reported issue. CAPA reference:ca-(B)(4). The customer stated that there was no patient involvement.

Event description:
01/12/2018 11:42:32 (B)(6). Cad - per (B)(6) npi. 01/18/2018 09:11:49 (B)(6). Status change: waiting parts: front case, (B)(4). Repair required: remove/replace lower housing; evaluate gears & claws. Front case: cracked: bot/ctr/edg. Keypad: scratched: @alaris logo (~1" x 1"). Rear case: cracked: bot/rt/mid/scr, base/lt/fr/scr, lt/fr/edg/multi. Handle: cr: lt@case/cnr. Rt: incidental, to prevent plastic type mismatch. Mech: m/l: actuator/leaf spring, iui's: oxi. Drive tube sleeve and seal: worn/dirty (up down movement is not smooth.). Tsts: prelim, pfa, ppa: all passed. Unit does not require any recalls. 01/19/2018 07:26:31 (B)(6). Recalls required: none. Repair: remove/replace lower housing; evaluate/replace claws & gears if needed claws / gears not needed; move freely in new housing. Front: cracked: bot/ctr/edg: replaced front case. Keypad: scratched: @alaris logo: replaced keypad assy. Rear: cracked: bot/rt/mid/scr, base/lt/fr/scr, lt/fr/edg/multi: replaced rear case. Handle: cracked: lt@case/cnr, rt: incidental (plastic type mismatch) tube drive: sleeve: worn: replaced tube drive sleeve, gripper-retainer seal. Iui's: oxidized contacts: replaced both iui's. Module latch: worn actuator & leaf spring: replaced. Incidental repair parts: 2 feet, 2 labels, 1 mylar gasket, 2 sensor flag leaf springs. Maintenance actions: calibration completed. P/m completed. Tamper seal: wrong type (dark blue), otherwise intact.

Event description:
01/12/2018 11:42:32 (B)(6). Cad - per (B)(6). Npi. 01/18/2018 09:11:49 (B)(6). Status change: waiting parts: front case, tc10006078. Repair required: remove/replace lower housing; evaluate gears & claws. Front case: cracked: bot/ctr/edg. Keypad: scratched: @alaris logo (~1" x 1"). Rear case: cracked: bot/rt/mid/scr, base/lt/fr/scr, lt/fr/edg/multi. Handle: cr: lt@case/cnr. Rt: incidental, to prevent plastic type mismatch. Mech: m/l: actuator/leaf spring, iui's: oxi. Drive tube sleeve and seal: worn/dirty (up down movement is not smooth.). Tsts: prelim, pfa, ppa: all passed. Unit does not require any recalls. 01/19/2018 07:26:31 (B)(6). Recalls required: none. Repair: remove/replace lower housing; evaluate/replace claws & gears if needed **claws / gears not needed; move freely in new housing. Front: cracked: bot/ctr/edg: replaced front case. Keypad: scratched: @alaris logo: replaced keypad assy. Rear: cracked: bot/rt/mid/scr, base/lt/fr/scr, lt/fr/edg/multi: replaced rear case. Handle: cracked: lt@case/cnr, rt: incidental (plastic type mismatch) tube drive: sleeve: worn: replaced tube drive sleeve, gripper-retainer seal. Iui's: oxidized contacts: replaced both iui's. Module latch: worn actuator & leaf spring: replaced. Incidental repair parts: 2 feet, 2 labels, 1 mylar gasket, 2 sensor flag leaf springs. Maintenance actions: calibration completed. P/m completed. Tamper seal: wrong type (dark blue), otherwise intact.